Manufacturer narrative:
Report no.: mw5070520.

Event description:
It was reported that the patient suffered heart failure due to the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2016. No further information was reported.